Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 4.00 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. The distal end of the stent was stretched distally past the distal marker band. The crimped stent outer diameter (od) of the undamaged proximal portion of the stent was measured and the result was within the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a kink in the mid-shaft section, proximal to the hypotube/mid-shaft bond. The bi-component bond showed no signs of damage or strain. A visual examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-feb-2017.   It was reported that crossing difficulties were encountered.    The target lesion was located in a coronary artery. A 4.00 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion but failed to cross. No patient complications were reported and the patient's status was good.   However, returned device analysis revealed distal stent damage.